Event description:
It was reported that the driver would not tighten the central nut of the crosslink. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be ~ 87 in/lbs., which is within print specification; with the individual readings ranging from 84¿ 90 in/lbs (torque specification 80 +/- 8in/lbs). Optical examination did not reveal cracking, fracture or material/functional at driver tip. X10 driver 5.66mm (+/-0.03 mm) hex form dimensionally evaluated and found to be within print specification. Functionally evaluated driver for stripping of crosslink center nut; two crosslink center nuts were tightened until two torque ratchet clicks were audible, and optically reviewed for hex nut stripping. Although witness marks were noted on both samples, no stripping was noted. Unable to determine root cause of the foregoing event from the available information.